Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The 99% stenosed target lesion was located in the right coronary artery (rca) with a 2.5mm reference vessel diameter and a 12mm lesion length. A 2.5x12mm liberte stent was implanted. Residual stenosis was 5%. The procedure was a technical success. Two days post index procedure, sudden cardiac death occurred. The patient had documented silent ischemia. The patient was on heparin therapy (dosage not provided). No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.